Manufacturer narrative:
After further investigation, it was confirmed that the luminance of the display was significantly low. Characters were able to be viewed when the setting was 1. The cause is considered as deterioration of the lcd panel. The user interface assembly needs to be replaced.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the user interface assembly being on backorder. The material has already been requested and an order for the part was placed to conduct the repair of this unit. The user interface assembly aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and further investigation will be performed.

Manufacturer narrative:
The customer replaced the user interface assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device has a dim display. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The customer is requesting a quotation for replacement of the display as the brightness of the display screen is dim.

Manufacturer narrative:
E1 reporter phone number (B)(6).